Event description:
It was reported that the patient contacted support after noticing that a full cartridge inserted into the pump showed only 14 units remaining following a meal announcement and consumption. The patient confirmed that there was no leaking in or around the pump but observed insulin spilled on the table. The agent remained on the line to assist the patient while changing the cartridge. During the tubing change, the patient required additional guidance and admitted to previously removing the plunger from the cartridge to fill it. The agent reminded the patient not to remove the plunger and to insert the cartridge with the plunger in place. The patient acknowledged the instructions and successfully completed the supply change, and insulin delivery resumed. The patient reported that blood glucose levels were not affected during this event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.